Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 52-year-old male (race unknown) in non-st segment elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient developed an access site hematoma occurring during insertion of the pump. As a result, the patient's hemoglobin dropped and 2 units of blood products were delivered. The patient also had weak distal pulses, therefore, a distal perfusion catheter placement was required.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation for the reported hemolysis, positioning issues, limb ischemia and access site bleeding has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Product was not returned for investigation. Data logs were not returned for investigation as well. Per the clinical details, the root cause of the positioning issue was most likely use related to improper technique. Without product and data log review, it is not possible to investigate the hemolysis issue. Clinical mentions pump was pulled back twice while controlling access site bleeding. Pump was not repositioned after confirmed improper position since the pump was caught in pap muscle and it is unknown if hemolysis was resolved. Therefore, the root cause of the hemolysis issue was most likely improper positioning of the device using improper technique. Clinical mentions that the bleeding happened while moving patient to the ICU room. Therefore, the root cause of the access site bleeding issue was patient movement. Limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: ¿ patients pre-morbid condition and peri-procedural condition ¿ any concomitant medication ¿ vascular size or variations thereof ¿ detailed description of the symptoms experienced by the patient ¿ physical examination findings, including pulse assessment and visual examination of the affected limb ¿ diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography ¿ laboratory test results, including blood tests for markers of inflammation or clotting disorders ¿ any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension ¿ patient's response to previous treatments or interventions for vascular conditions with a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. As noted in the impella IFU: impella cp with smart assist system section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Additionally, positioning issues and hemolysis occurred during insertion and support of the pump. No additional information related to the resolution of hemolysis was provided. The pump caught in a papillary muscle. Device was attempted to be pulled back, but the pump did not move. Repositioning attempts were unsuccessful. Patient survived the procedure.